Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, patient underwent cooling treatment post oohca (out of hospital cardiac arrest) using icy catheter. The catheter was inserted into the patient's femoral vein but the patient still remains hyperthermic. During inspection of the catheter, it was noticed that the inner cannula balloon was unable to aspirate or flush. However the ivtm system function properly. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint. Visual inspection of the returned catheter was performed. The catheter was severely kinked approximately in the middle of the medial balloon. All lumens could not be flushed. During functional testing, the catheter could not be inflated due to the kink; however, when kink was straightened with mild finger pressure, the medial balloon inflated without any issues. The exact timing and cause of kinking of the catheter cannot be determined; however, it is not likely that the catheter was defective out of package since zoll performs 100% visual inspection and pressure inflate balloons prior to packaging. It is likely that the catheter was kinked during handling and or insertion. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for catheter with lot number 68235.